Manufacturer narrative:
Device evaluation of battery (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery 86461053 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery charger was resetting. A us distributor reported that a battery would not power on a monitor.